Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not feeling well on (B)(6) 2015 but refused to go to emergency. Her vitals were stable; however the patient had productive cough (greenish brown in color). Additionally, the patient collapsed. CPR was initiated but terminated pre-maturely as the patient was on dnr order.

Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. Information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.